Manufacturer narrative:
Manufacturing review: a device history record review could not be performed as the lot number is unknown. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately ten years and ten months later post filter deployment, a computed tomography of chest, abdomen and pelvis was performed for chest pain. The study showed that inferior vena cava filter was noted at infra renal level. The filter was probably placed remotely as the struts seem to be penetrating the wall of the inferior vena cava. The appearance of the inferior vena cava and umbrella filter was otherwise unremarkable. The computed tomography of abdomen and pelvis study showed perforation of inferior vena cava with greater than 3mm outside the vena cava and perforated the right common iliac artery. The filter tilt and migration were noted and the position of the inferior tip at l4 level. Therefore, the investigation is confirmed for the alleged filter tilt, perforation of the inferior vena cava and filter migration. Based on the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in in conjunction with or before orthopedic procedure. At some time post filter deployment, it was alleged that the filter tilted and struts perforated into organs. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient was unknown.